Event description:
The patient contacted animas on (B)(6) 2012 reporting that up, down, and backlight buttons were intermittently responding and required hard presses to elicit a response. The patient indicated that the issue was first noticed about a month earlier. The patient confirmed no damage to the keypad and no sign of moisture in the pump. The patient reportedly wore the pump in a pump case in a pocket and cleaned the pump with a dry towel. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the original complaint of the intermittent response of the up arrow, down arrow and backlight buttons was not confirmed or duplicated. All of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.